Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under all of the button contacts, the display screen was dim, and there was a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visible inspection of the keypad revealed that the keypad cover was intact with no evidence of peeling. The up arrow, down arrow, and ok buttons all responded properly. The contrast button was unresponsive. Contamination was found under all of the button contacts. The display screen was found to be dimmed. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. There was a crack found at the top of the battery compartment and moisture corrosion was visible inside. There was no moisture found inside the pump when the pump cover was removed.